Event description:
The manufacturer received information alleging a malfunction of a ventilator's navigational buttons. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led board needs to be replaced to address the issue.